Event description:
Description of event: in 1997, dr. Implanted a 29 mm mitral st. Jude medical mechanical heart valve sjm master series (model 29mj-501). The pt had a history of chronic atrial fibrillation and implantation of a vvi pacemaker. In 2000, explanted this valve and the pt's native aortic valve due to endocardits. According to the operative report a "moderate amount" of vegetation was observed on the mitral vegetation on the non-coronary cusp and a "large" vegetation on the right coronary cusp. A 27 mm mitral st. Jude medical mechanical heart valve sjm masters series (model 27mj-501) and a 21 mm aortic valve were then implanted, and the pacemaker was removed. Intraoperative transesophageal echocardiography confirmed both valves functioned "appropriately" with no paravalvular leak. The pt was reported to be doing quite well at follow-up and no additional info was available.

Event description:
The reason for explant is not known at this time. Additional info will be requested. The valve was replaced with sjm 27mj-501.